Manufacturer narrative:
The manufacturer previously reported a ventilator had a low oxygen percentage. The device was returned to the manufacturer's service center for evaluation. The customer's complaint was confirmed. The oxygen blending module was replaced to address the issue. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's detachable battery and sensor board were replaced to address the issues.

Event description:
The manufacturer received information alleging a ventilator had low oxygen percentage. There was no report of patient harm or injury. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
(B)(4).